Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the downloaded log files. The controller event log file captured a backup battery fault alarm on (B)(6) 2026. The alarm was associated with the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected at 20:08:39 on (B)(6) 2026. This is consistent with the reported system controller exchange. No other notable events were observed, and the system appeared to function as intended. The system controller, serial number (B)(6), was returned for analysis in unremarkable condition. The controller underwent functional testing and was able to support a mock circulatory loop without issue. The reported alarms were not reproduced during testing. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventive action was initiated to investigate backup battery faults. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2026 the patient had another ebb fault alarm. The controller, including the ebb, was exchanged.